Manufacturer narrative:
(B)(6). Manufactured july 12, 2017 - july 13, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the nurse went to change the large volume infusor, it still had solution left in the bladder. There was no patient injury or medical intervention associated with this event. No additional information is available.